Event description:
It was reported to philips that the table could not move, and x-ray could not be enabled due to a faulty table base connection box. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the faulty table base connection box. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing neurovascular diagnostic procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the table could not move, and x-ray could not be enabled. A review of system log file didn¿t confirm the reported malfunction. Upon remote testing, the rse found communication error as configured ui module was not detected. So, the rse suggested to replace table base connection box. Upon onsite testing, the fse tried to replace ny15 control module, ny16 dc module and ny ftp (fan and power tray) but did not solve the problem. The fse swapped table base connection box from another room and the problem was solved, so the fse replaced the table base connection box. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.